Manufacturer narrative:
(B)(4). An adverse event was not associated with this complaint. Type of reportable event was corrected to malfunction. Upon further investigation, it was reported that the patient did not use the damaged minicap in conjunction with peritoneal dialysis therapy; therefore the damaged minicap is not associated with the serious injury of peritonitis. There was no patient injury or medical intervention associated with this event. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by soreness, nausea, cloudy effluent, pain, and diarrhea coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported to be due to loose foam within a minicap. It was not reported if the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with unspecified antibiotics (medication, dosage, route, frequency, and duration not reported) for the peritonitis event. It was not reported if peritoneal dialysis therapy was ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).